Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient returned to dr's office to ask the pain in his left hip due to arthritis. During this appointment the patient stated his right hip has started clicking but was not painful. While examining the radiograph dr noticed the trunnion was not in the center of the implant head. It looked eccentric. A revision surgery was then scheduled.